Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead had shifted. The lead was repositioned. When screwing the lead into the header of the device, the ventricular screw did not work. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.